Event description:
Device malfunction: filter basket unretrieved in artery. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an unspecified procedure the emboshield pro filter was placed over a non-compatible wire. Upon removal of the embolic protection device delivery system, the filter basket remained in place in the internal carotid artery. Hospitalization was prolonged. Though requested, no additional information was provided.

Manufacturer narrative:
(Against IFU): the emboshield pro instructions for use (IFU) (warnings) states: "only use a barewire filter delivery wire. Use of any other guidewire will lead to loss of the filtration element or an inability to retrieve the filtration element." The customer reported the device remains in the patient's anatomy. The lot number was not identified; therefore, a device history record review could not be performed. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.